Event description:
The facility's biomed technician reported an infusion pump with an 812:02 failure code. The hospital representative stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.